Event description:
Rep states "the port came out, the fluid was not able to flow, and an x-ray was done to determine whether the contrast was administered". The contact, stated in a subsequent call that the port came out during power injection in CT scan. They further stated there was no patient injury.